Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the surgeon monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor for the navigation system was turning off without prompt from the user. When powering on the system, the monitor would lose display. Re-plugging the monitor into the main system would temporarily restore functionality. However, the display would be lost shortly after. When another surgeon monitor was used, the issue did not carry with the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: product and unique device identification (UDI) updated to proper values. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor would display an image for about ten seconds and then go black. Unplugging and re-inserting the power cable of the monitor would result in a replication of the failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.